Manufacturer narrative:
On (B)(6) 2022, infutronix service provider confirmed from the end user that the affected device was discarded and therefore no root cause could be established. The complaint could not be confirmed.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "an administration set model hs-008, lot 2006015, set came apart at the cassette, this was a bonding issue. This occurred during an infusion while the patient was at home." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.

Manufacturer narrative:
On (B)(6) 2022, infutronix service provider confirmed from the end user that the affected device was discarded and therefore no root cause could be established. The complaint could not be confirmed.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "an administration set model hs-008, lot 2006015, set came apart at the cassette, this was a bonding issue. This occurred during an infusion while the patient was at home." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.